Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Device history record (DHR): reviewed the DHR for batch 24k11ged41, there is no abnormality and no such defect detected at in process and final control inspection. No sample and no picture was received for further investigation. Investigation results: the flow rate report of affected batch 24k11ged41 was reviewed. For final control flow rate report, the average flow rate deviation from the nominal flow rate was between -4.87% and -0.36%. As no complaint sample was received, further investigation was not possible. There are some possibilities that can cause the sample to empty faster than nominal time in actual application, such as one or combination factors of more than one as below: factor 1: temperature the temperature of the surrounding will affect the flow rate of the sample. For every increase of 1°c, the flow rate of the sample will increase approximately by 3%. For example, if the flow restrictor of the product reaches the temperature of 37°c, the flow rate of the sample will increase by approximately 18% which means the flow rate will increase from 10 ml/hr to 11.8 ml/hr. Factor 2: folded outer shell (outer layer) folded outer shell (outer layer) will also act as the external pressure to elastomeric membrane and increase the flow rate of the product. Factor 3: external pressure external pressure such as squeezing or laying on the pump will increase the flow rate which cause the pump to empty earlier than the nominal time. Simulation of external pressure had been conducted. The flow rate of the product can increase when external force is applied to the pump. However, this external force is against the intended use of the product according to IFU. Conclusion: since no complaint sample was received, hence we considered this complaint as not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. UDI number (B)(4), premarket submission # k081905.

Event description:
According to the event description: "easypump benzylpenicillin 6 million in 240 ml (easypump 270-27) was connected yesterday evening at 17.15 p.m., but this pump was already empty at 7.30 a.m. This morning. So within 12 hours. The patient did not have a fever. The other pumps from this course of treatment, which were administered on previous days, did arrive within the specified 24-hour standard delivery times."